Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 12579427,cs0003r) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("cytitis"), migraine ("migraines"), headache ("headaches"), anaemia ("severe anemia"), ventricular extrasystoles ("frequent pvc"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating"), myopia ("near-sightness after essure"), nausea ("nausea"), antinuclear antibody positive ("positive ana and labs but no official diagnosis yet. "), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), tachycardia ("tachycardia"), alopecia ("hair loss"), arthralgia ("bilateral hip pain but most severe in hip"), the first episode of pain in extremity ("bilateral foot pain") and the second episode of pain in extremity ("hand pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, fatigue, vaginal haemorrhage, cystitis, migraine, headache, ventricular extrasystoles, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, myopia, nausea, antinuclear antibody positive, bladder disorder, urinary tract disorder, tachycardia and the last episode of pain in extremity outcome was unknown and the menorrhagia, anaemia, dysmenorrhoea, abdominal distension, alopecia and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, antinuclear antibody positive, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, myopia, nausea, pelvic pain, tachycardia, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, ventricular extrasystoles, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-sep-2014: total bilateral occlusion1 her urine pregnancy test is negative. Lot number: 12579427 man date: 2013-06 exp date: 2016-02 lot number: cs0003r man date: 2013-09 exp date: 2016-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 12579427,cs0003r) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for birth control: nuvaring; for an unreported indication: ambien. Concurrent conditions included lichen sclerosis atrophicus since (B)(6)2014. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2014 to (B)(6)2014 for birth control as well as ferrous gluconate (ferralet) from may 2014 to march 2017 and ibuprofen. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced gastrooesophageal reflux disease ("gerd") and alopecia ("hair loss") and was found to have antinuclear antibody positive ("positive ana and labs but no official diagnosis yet."). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("cytitis"), migraine ("migraines"), headache ("headaches"), anaemia ("severe anemia"), ventricular extrasystoles ("frequent pvc"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), myopia ("near-sightness after essure"), nausea ("nausea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), tachycardia ("tachycardia"), arthralgia ("bilateral hip pain but most severe in hip"), the first episode of pain in extremity ("bilateral foot pain"), the second episode of pain in extremity ("hand pain") and fibromyalgia ("diagnosed with fibromyalgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, tubouterine implantation bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, allergy to metals, fatigue, vaginal haemorrhage, cystitis, migraine, headache, ventricular extrasystoles, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, myopia, nausea, antinuclear antibody positive, bladder disorder, urinary tract disorder, tachycardia, the last episode of pain in extremity and fibromyalgia outcome was unknown and the menorrhagia, anaemia, dysmenorrhoea, abdominal distension, alopecia and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, antinuclear antibody positive, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, myopia, nausea, pelvic pain, tachycardia, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, ventricular extrasystoles, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion1. Pregnancy test urine - on an unknown date: negative. Lot number: 12579427 man date: 2013-06 exp date: 2016-02 lot number: cs0003r man date: 2013-09 exp date: 2016-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: consumers address updated. Event: fibromyalgia was added. Event onset date were updated. Concomitant and historical drug added. Concomitant conditions were added. On (B)(6)2018: pfs received: concomitant and historical drugs were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 12579427,cs0003r) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("cytitis"), migraine ("migraines"), headache ("headaches"), anaemia ("severe anemia"), ventricular extrasystoles ("frequent pvc"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating"), myopia ("near-sightedness after essure"), nausea ("nausea"), antinuclear antibody positive ("positive ana and labs but no official diagnosis yet. "), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), tachycardia ("tachycardia"), alopecia ("hair loss"), arthralgia ("bilateral hip pain but most severe in hip"), the first episode of pain in extremity ("bilateral foot pain") and the second episode of pain in extremity ("hand pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, fatigue, vaginal haemorrhage, cystitis, migraine, headache, ventricular extrasystoles, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, myopia, nausea, antinuclear antibody positive, bladder disorder, urinary tract disorder, tachycardia and the last episode of pain in extremity outcome was unknown and the menorrhagia, anaemia, dysmenorrhoea, abdominal distension, alopecia and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, antinuclear antibody positive, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, myopia, nausea, pelvic pain, tachycardia, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, ventricular extrasystoles, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Her urine pregnancy test is negative . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event abnormal vaginal bleeding, menorrhagia, cytitis, migraines, headaches, severe anemia, frequent pvc, dental problems, dysmenorrhea, dyspareunia, vaginal discharge, weight gain, gerd, bloating, near-sightness after essure, nausea, autoimmune disorder type of disorder: positive ana, bladder problems, urinary tract problems, hair loss, right hip pain, foot pain added.reporters,event outcome,lab data,lot numbers added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.